Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) oversensing. The implantable cardioverter defibrillator (ICD) categorized the oversensing as atrial fibrillation (af) with rapid ventricular response (rvr) which resulted in inappropriate therapy. The ra lead and device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693565 implantable tachy lead, (B)(6) 2011; 5072-52 implantable pacing lead, (B)(6) 2011; 419688 implantable pacing lead, (B)(6) 2011. (B)(4).